Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV pump alarms before it turned off while plugged in. It was then reported that the device did not alarm to let the user know that the battery is starting to fail. Although requested, additional information was not provided.